Manufacturer narrative:
Device not returned. The device is not available for return and evaluation because it remains implanted. The device serial number has not been provided and remains unknown. Without this information, a device history review cannot be done. Despite additional follow up with the health care provider, there is insufficient information to determine the root cause for replacement of this device or confirmation of the clinical report.

Event description:
Edwards has learned of a 25mm aortic valve replaced in a valve-in-valve procedure. The tavr physician reported the case proceeded without incident and the final result was acceptable with no pvl and very minimal lvep/pcw gradient. The patient factors included mild annular calcification with an ef of 55%. No imaging available.